Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen was black. The field service engineer confirmed that the customer turned on the power button underneath the monitor and the system was working fine. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a device with a black screen, and the keyboard light was not on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.